Event description:
Clinicians have reported a couple of incidents with the 22g bd insyte where the plastic around the blue hub where you would place the IV set is faulty it appears that the plastic has been doubled meaning you can attach anything to the cannula when it has been inserted into the patient. I have attached photos to show you. It appears to be the whole lot 3279818 that is affected.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. From the returned photo, observed damaged adapter outer luer thread. The assembly process was reviewed. It was suspected that this defect was caused at the tipper. The most probable cause was the minor height offset between the picker and the gripper, which caused the gripper to slightly crush the outer luer thread when the part was seated at incorrect height (too high or too low). This most likely caused the damage on the outer luer thread. The following action had been implemented on (B)(6) 2024 in pr# (B)(4) to address the possible root cause: conduct complaint awareness training and communication to all insyte tipper production technicians (pts), and to monitor the occurrence of the adapter damaged outer luer thread defect. Retrain all insyte tipper pts on pickers height alignment in tipper procedure. The complaint batch was manufactured before the action implementation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte bl 22ga x 1.0in catheter adapter / connector / hub was defective / deformed / molding issue clinicians have reported a couple of incidents with the 22g bd insyte where the plastic around the blue hub where you would place the IV set is faulty it appears that the plastic has been doubled meaning you can attach anything to the cannula when it has been inserted into the patient. I have attached photos to show you. It appears to be the whole lot 3279818 that is affected.